Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and she was hospitalized for high blood glucose. No blood glucose level was provided at the time of the call. No further information was provided.